Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that this event was not related to the device quality but lesion condition and his catheter manipulation technique. The whole system was removed from the anatomy and there was no device fragment left. The patient had been discharged home without problem. The returned guide wire had its coil wire elongated distal to the proximal solder at 150 mm from the wire tip. At approximately 145 mm distal to the proximal solder, the core wire was found fractured. The core fracture of the proximal side was microscopically observed. It revealed that the core wire was twisted and longitudinal cracks were on the core shaft. The core fracture surface was uneven. These findings suggested that fracture was due to accumulated torsional stress applied while the guide wire was being bent. Coil wire elongation started at approximately 5 mm from the distal end. A ball tip remained attached at the distal end. The coil wire itself remained unfractured. Proximal to the distal solder, coil pitch was widened. At approximately 6 mm from the distal end, the inner coil was exposed with a fractured strand. To expose the distal segment of the fractured core wire, the inner coil wire was unraveled. It revealed that the core was fractured at approximately 5 mm from the distal end and demonstrated the same fracture surface seen on the proximal side of the core wire fracture: uneven fracture surface which suggested that fracture was due to accumulated torsion applied while the guide wire was being bent. Measuring the length of the core wire, it was concluded that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that torque exceeding the product's design limit might be inadvertently applied to the guide wire while its tip was trapped by the lesion and being bent. When the accumulated torsion became greater than the material strength, it caused the core wire to fracture and the inner core wire to twist inward. Elongation of the coil wire was assumed to be caused by tensile force applied during wire removal from the anatomy. There was no indication of product deficiency. Although no patient adverse effect was reported, a possibility could not be ruled out that the guide wire could have been remained if this were to recur, it was concluded that this event was considered reportable. Instructions for use states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that during a pci to treat a cto lesion in the rca #4 av, the subject guide wire was advance in an attempt to cross the lesion with a support catheter. The wire tip was trapped by the lesion when its core wire became fractured. A snare was used to retrieve the broken tip but failed. The guide wire was removed with the support catheter. The physician decided not to reestablish the blood flow and terminated the procedure.